Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with pocket erosion. It was noted that during the procedure, the physician began by inserting the catheter through the right femoral vein to visualize the right atrial appendage. Imaging revealed what looked like either possible bacteremia or thrombus at the base of the appendage, per the physician. There also appeared to be tissue that was adhered to the previous ra lead free floating from within the appendage. The physician made the decision to abandon the ar aveir implant until the patient was cleared for infection. The entire system was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.